Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "no anomalies". Threshold has been variable.

Event description:
It was reported that the patient's right atrial pacing lead had a high threshold and has been recording variable thresholds since implant. Sensing and impedances have been stable. Atrial capture management (acm) function for the lead has been turned off and the lead is still in use. There were no patient complications reported as a result of this event.